Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported that calcium results are less than they should be when pouring into different tubes. Calcium results less than one when pouring from lavender into green or gold tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results was not observed. White accumulation is seen at the bottom of the tube, but bd is unable to determine from the photos if this is a fm or a normal constituent of the blood. 30 retain samples we visual inspected for presence of white fm in the bottom of the tubes with all samples passing testing as no samples showed evidence of white fm in the bottom of the tubes. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results and foreign matter were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results and foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results and foreign matter were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported that calcium results are less than they should be when pouring into different tubes. Calcium results less than one when pouring from lavender into green or gold tube.